Manufacturer narrative:
Returned device was received in poor physical condition. The enclosure and tank cover is cracked. The front cover and line cords are worn and the pcb and power switch are outdated. During the evaluation of the device, the device was leaking from a crack near the drain fitting. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical fluid warmer was leaking from the water tank. There were no reported adverse events.